Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer reported receiving ¿hi¿ (readings greater than 500 mg/dl) message. The customer self-treated with 2 shots of insulin (type unknown) based on the sensor display. The customer further reported feeling ¿weird and low¿ and lost consciousness. The paramedic was called and upon their arrival, the customer was administered glucose for treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor (B)(4) was returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Extracted data from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer reported receiving ¿hi¿ (readings greater than 500 mg/dl) message. The customer self-treated with 2 shots of insulin (type unknown) based on the sensor display. The customer further reported feeling ¿weird and low¿ and lost consciousness. The paramedic was called and upon their arrival, the customer was administered glucose for treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.